Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. It was reported that patient underwent mesh removal/revision on (B)(6) 2011.

Manufacturer narrative:
Resubmission with the correct file number. It was reported that patient underwent laparascopic supracervical hysterectomy and lysis of adhesions on (B)(6) 2013 by dr. (B)(6)due to abnormal uterine bleeding and chronic pelvic pain at (B)(6) hospital, (B)(6). (As per operative report)